Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device replacement for normal elective replacement indicator, the right ventricular (rv) lead was prophylactically capped and replaced due to the advisory. There is no allegation of rv lead malfunction. The patient was stable and will continue to be monitored.